Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product has been requested to be retu...

Event description:
On (B)(4) 2013, the patient's grandmother reported that she had been hospitalized with diabetic ketoacidosis on (B)(6) 2013. The patient had recently been in a mental facility and the facility did not return all of the patient's infusion device supplies. The patient obtained an unknown infusion set from a clinic and did not know how to use it. The patient's blood glucose level was 715 mg/dl at the hospital; her normal range is 100-180 mg/dl. She was treated with an IV of insulin. No further information was available and follow-up with the patient was unsuccessful. No product was able to be requested to be returned for evaluation.

Manufacturer narrative:
No product was returned for evaluation. Lot/serial number is not available. Therefore no investigation was possible. Product not returned.